Manufacturer narrative:
Report required by FDA for eua. Investigation not complete at time of report. Follow-up report to follow completion of investigation. This is a retrospective report due to challenges implementing esg. Relates to (B)(6) (3014862188-2021-00741,740,739,738: test 2, 3, 4, 5 of 5).

Event description:
User reported 5 false positive results. Negative unspecified additional tests. This is report 1 of 5.

Event description:
User reported 5 false positive results. Negative unspecified additional tests. This is report 1 of 5.